Event description:
Information received with return of the explanted device notes that the patient was admitted to the hospital in complete heart block with no pacemaker output. Attempts to interrogate the device after it was explanted were unsuccessful. The patient was "ok".